Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused headaches and shortness of breath. The patient did report medical intervention and was in the hospital. The patient reported using an ozone based disinfection device. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.